Manufacturer narrative:
The device was discarded and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was unspecified damaged on the heater bag of the amia pd cycler set, which resulted in a leak. This occurred after priming, prior to patient connection. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury, or medical intervention associated with this event. No additional information is available.